Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer states they were at there doctors office for training because of connection issues. The sensor was not connecting properly. The customer blood glucose at the time of the call was 218. Troubleshoot for high readings was not performed. The product was not returned for analysis.